Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In late 2008, the patient reported that he began experiencing elevated blood glucose yesterday afternoon after he changed his infusion site. He stated that last night after dinner he bolused for his meal and a few hours later, his blood glucose measured in the 400 mg/dl range. His normal blood glucose range is less than 150 mg/dl. He bolused for the elevated reading and his blood glucose remained elevated. To troubleshoot the issue, he disconnected from the infusion site and bolused 2 units of infusion but no insulin dripped from the end of the infusion tubing. He then bolused 5-6 units of insulin and still no insulin dripped from the end of the infusion tubing. He then removed the infusion tubing and bolused through the adapter and no insulin emerged. He then removed the insulin cartridge from the infusion device and attempted to push insulin out, but he was unable. He switched to his backup infusion device and his blood glucose returned to normal. Two days later, the patient called back and stated that the expiration date of the insulin cartridges was 2005-07. He was advised against using expired product. He stated that he had received an e4 (occlusion) error earlier in the day. The patient did not require medical assistance from a healthcare professional or second party to address this issue. The patient discarded the insulin cartridge. No product will be returned for evaluation.